Event description:
The device would fire as normal but when it was time to release or remove, the device would stick. When the surgeon wiggled to help dislodge, sometimes it would release and twice the grimper would stay in device and pulled out the stitch. More stitches had to be replaced in those areas.